Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient that they were told their pacing lead needed to be repaired and it was not urgent. The lead remains in use. No patient complications have been reported as a result of this event.